Manufacturer narrative:
(B)(4). Method: the mr850 respiratory humidifier is a repairable device, only the affected complaint spare pcb assembly (lot 160602, manufactured on 2 june 2016) was returned to fisher & paykel healthcare in (B)(4) for investigation, where it was visually inspected and performance tested. Results: visual inspection revealed no signs of impact damage. Inspection of the returned device revealed that the audible alarm could not be heard. It is likely that a poor electrical connection between the eprom and socket pins lead to the reported event. The eprom was refitted in its soket and the unit was fully functional. A lot check revealed no other complaints of this nature for lot 160602. Conclusion: we are unable to determine what may have caused the poor electrical connection observed on the returned spare pcb assembly. All spare pcb assemblies undergo an operator assisted test for the function of the pcb before released for distribution. This suggests the reported damage occured after the spare pcb assembly was released for distribution. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
A healthcare facility in (B)(6) reported that the mr850 respiratory humidifier with a spare pcb assembly was not making any noise. No patient consequence was reported.